Manufacturer narrative:
Concomitant products: baxter 250ml IV bag of exactamix, ref h938737, lot 1102114, exp. 11/2018, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported an infusion of tpn was noted to be leaking at the filter after infusing for less than 24 hours. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. Initial visual inspection showed no obvious damages or issues. Functional testing confirmed leaking at the engagement between the distal end of the filter and the tubing. Dimensional analysis found the tubing to be within specification. The root cause of the leak at the filter was identified as a manufacturing issue due to insufficient solvent applied at the engagement of the tubing.